Event description:
The roller pump displayed overspeed alarms and stopped briefly on three occasions during the surgical procedure. In each instance, the pump was reset and normal function continued. No adverse consequences to the pt resulted from this event.

Event description:
The roller pump displayed overspeed alarms and stopped briefly on three occasions during the surgical procedure. In each instance the pump was reset and normal function continued. No adverse consequences to the patient resulted from this event.